Manufacturer narrative:
Additional information was provided in h.11. Intra ocular lens (iol) carton and empty lens case, implant reply card, patient information card, instructions for use (IFU) and a sheet of secondary labels. No lens returned. No root cause identified as no iol was returned for evaluation. Based on these investigation findings and the lack of a sample, we are unable to determine a root cause for the reported complaint. Based on the results from the product history record, the products met release criteria the manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that, during intraocular lens implantation surgery, the lens was found hazy in one quarter. Hence the lens was explanted and replaced with another lens during the same procedure and the surgery was completed on the same day.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).